Event description:
Reported as: nosecone separated from the catheter.

Manufacturer narrative:
Device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions. Additional information: reference IFU for appropriate warning regarding wire prolapse. Warning: never advance the distal tip of the catheter near the floppy end of the guidewire. A catheter advanced to this position may not follow the guidewire, when it is retracted and cause of guidewire to buckle into a loop. If this occurs, catheter and guidewire should be removed together to prevent potential damage to vessel walls. If resistance is still felt, the sheath should also be removed as part of the unit.